Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a short circuit condition code 1004 after delivery of a shock. The device gave appropriate therapy in which broke the patients arrhythmia however, the right ventricular (rv) shock impedance was low out-of-range (oor). Boston scientific technical services (ts) recommended to replace the device and it was per physician discretion to replace the lead. It was recommended to send the device and lead back for device analysis details once explanted. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a short circuit condition code 1004 after delivery of a shock. The device gave appropriate therapy in which broke the patients arrhythmia however, the right ventricular (rv) shock impedance was low out-of-range (oor). Boston scientific technical services (ts) recommended to replace the device and it was per physician discretion to replace the lead. It was recommended to send the device and lead back for device analysis details once explanted. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a different manufacture's device. The right ventricular (rv) lead remains in service at this time. No additional adverse patient effects were reported.